Event description:
User facility reports lens had a defective loop. Additional info: nurse reports lens was defective. There was no other 18.5 diopter lens available so the dr had to use a lens which was a half diopter off the optimum.